Manufacturer narrative:
H3: the hyperform balloon catheter and guidewire were returned for analysis. No damages were found with the hyperform catheter hub. The hyperform balloon catheter body was found stretched at ~1.4cm from the distal tip. Upon visual inspection, the balloon appears to be in good condition. The guidewire distal tip was found bent. The characteristic of the bent guidewire distal tip is consistent with tip shaping. An in-house mandrel was inserted into the balloon catheter distal tip to test the balloon for inflation. The balloon was found leaking at the proximal marker. Upon inspection, a hole/rupture was found in the balloon tubing at the location of the leak. Based on the device analysis and reported information, the customer¿s report was confirmed as the balloon was found damaged and leaking. However, the cause of the balloon damage could not be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when using the hyperform balloon, air leakage was found when venting outside the body. No patient symptoms or further complications were reported as a result of this event. Additional information received that when the balloon was deflated outside the body, contrast agent was found to have leaked out. There was no guidewire operations. An xpedion guidewire was used with the balloon. During the inflation, the guidewire tip was advanced out of the catheter tip about 1 cm. The physician did shape the guidewire tip. Contrast agent and saline 1:1 ratio. The injection rate was steady. The method used to deflate the balloon was withdrawal with a syringe. There were not multiple inflations, and contrast agent leakage was found during the first inflation. Blood did not enter the catheter lumen as the balloon did not enter the patient. Contrast was observed leaking during the inflation attempt. There were no kinks on the catheter during use.